Event description:
Final angiogram performed noted a proximal type I endoleak. A main body extension was deployed at the proximal sealing stent of the main body graft to resolve the endoleak. After deployed, viewing of the placement of the extension noted an impingement upon the left renal artery. Another MFR's stent was deployed inside left renal artery to ensure continued patency of the vessel. Completion angiogram noted patent renal arteries and resolve to the endoleak. Please refer to 1820334-2004-00585 for add'l info.